Event description:
It was reported that during implant procedure the lead failed to advance with numerous stylet attempts. It was further reported that the lead insulation was crimped as well. The lead was therefore not used but replaced. No patient complication was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The distal conductor was distorted and fractured (overstress). Deformation/fracture in 5cm proximal section of the inner coil was noted. The inner insulation was kinked/buckled. The lead was stretched and damage at implant was noted.